Event description:
Incident as reported: lap band placement - "dr. (B)(6) mentioned, "as trocar was advanced, image was distorted because of the tip of the trocar, trocar went too far, retroperitoneal, through mesentery, anterior layers were visible, but not as clear as usual. Another trocar was placed and mesentery injury was confirmed and repaired." Dr. (B)(6) did say, "I didn't know how far (he) had placed the trocar until I put my hand on it and I knew it had gone too far." It was the resident, dr. (B)(6) who placed the trocar, not dr. (B)(6). I was told dr. (B)(6) was called into the room. I interviewed dr. (B)(6), friday (B)(6), 2010 and he confirmed the resident had placed the trocar. I need to interview scrub nurse, (B)(6)....a second trocar was placed and mesentery injury was confirmed and repaired."

Manufacturer narrative:
Disposition of product return for evaluation has not been confirmed. A f/u report will be sent when more information is available.